Manufacturer narrative:
The results of the investigation are inconclusive since the lead and device were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, t-wave oversensing and non-sustained right ventricular (rv) oversensing was noted. Furthermore, decreased sensing, high threshold, and high pacing output was observed on the rv lead. The device was reprogrammed and the patient is in stable condition. Related manufacturer report number: 2938836-2017-18190.